Manufacturer narrative:
Section h3: additional information. DHR review: device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 25feb2020 on customer order (B)(4). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a backup battery fault alarm, which became active on july 7 relating to a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and an unexpected backup battery fault alarm could not be reproduced. It was noted a test 11v backup battery was used for functional testing. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the emergency backup battery (ebb) for the patient's controller was exchanged for repeated backup battery alarms. When this exchange failed to resolve the alarms, the patient's controller was exchanged. The controller requested a replacement controller which was manufactured after the addition of dielectric grease to the ebb ribbon began on (B)(6) 2020.